Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. Additionally, a dislodgment was encountered. Reasonable evidence suggests the dislodgment might have caused the elevated thresholds, as sub-optimal placement could impact electrical measurements. This lead was then successfully replaced. No additional adverse patient effects were reported.